Event description:
Healthcare professional additionally reported "infected and ruptured implant", "surrounding periprosthetic fluid collection", "purulent drainage" and "acute and chronic inflammation" "with plasma cells cd138+) and lymphocytes (lca+)", "cd30 is negative".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (unknown onset)" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "infection".

Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, "no implant to remove. It was removed last year, due to infection". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "no implant to remove it was removed last year due to infection." Healthcare professional later reported "infected and ruptured implant", "surrounding periprosthetic fluid collection", "purulent drainage" and "acute and chronic inflammation" "with plasma cells cd138+) and lymphocytes (lca+)", "cd30 is negative". Device has been explanted.